Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 06/13/2018, that on (B)(6) 2018, an intermittent audio output and an adverse event were reported. The patient's stated she was not feeling well and started to lose consciousness from having low blood sugar and the receiver did not vibrate or give an audio alert. During this time, the patient's son injected 1mg of glucagon into the patient and indicated that the cgm was displaying 44mg/dl. About 15 minutes later, the cgm was displaying 56mg/dl and then after another 15 minutes the patient started to crash again and the cgm dropped back down to 44mg/dl. The patient's son called the paramedics and when they arrived, the cgm was displaying low and when a finger stick reading was performed by the paramedics, the meter was reading 13mg/dl. The paramedics injected the patient with 50mg of glucagon and within an hour, they injected another 50mg of glucagon. The patient was transported to the hospital and was treated and intravenous (IV) therapy of dextrose. At the time of contact, the patient was feeling better. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.